Event description:
It was reported that during a pulsed field ablation to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath. A pressure bag was used for the irrigation of the sheath and catheter. It has been mentioned that after insertion of a farawave catheter, visible air was seen in the aspiration syringe and side port during aspiration. No leak nor air in the patient was observed. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The sheath is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Device evaluated by MFR.: the referenced faradrive steerable sheath was returned for analysis. Visual inspection of the device noted no outer abnormalities. Microscopic inspection of the hemostatic valve identified a tear in the inner valve. Pressure and vacuum testing were performed, and the sheath exhibited leaking (both air ingress and fluid egress) through the tear on the valve.

Event description:
It was reported that during a pulsed field ablation to treat a paroxysmal atrial fibrillation, a faradrive steerable sheath clear was selected for use. No issues were noted during preparation of the sheath. A pressure bag was used for the irrigation of the sheath and catheter. It has been mentioned that after insertion of a farawave catheter, visible air was seen in the aspiration syringe and side port during aspiration. No leak nor air in the patient was observed. The sheath was replaced, and the procedure was completed successfully. No patient complications have been reported. The sheath was returned for analysis.